Event description:
(B)(4). Severe pain in both ovary areas. It's not so bad after period, just mild pokes and pinches if I bend over or cough. During menstruation the pain on both sides is so bad it hurts to move, breathe, cough.... It hurts to do anything. I have blood clots the size of the palm of my hand during menstruation as well. I have mood swings, headaches, nausea, hormonal issues.... It's so bad that I have thought I was pregnant several times in the last year. As the years go by it gets worse.